Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed pump supplies to address the issue. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer "stacked bolus" causing the low bg. Customer consumed carbohydrates to address low bg.